Event description:
Our (B) (4) distributor reported that during receiving and inspection of this device, they found the bur came loose from the inner tray inside the sterile package and compromised sterility. There was no pt involvement, injury or surgical delay resulting from this event.

Manufacturer narrative:
To date, conmed linvatec has not received this device for evaluation. A f/u report will be sent upon receipt/completion of the investigation.